Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a sigmoidectomy procedure, the device could not be fired. The anvil of the device in question was placed as it is. The device could not function although the red safety was unlocked. The orange bar was within the green range. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.